Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there were cracked on the bottom of the tube body in 75 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 19-sep-2025. Investigation summary: bd received five samples and five photos for investigation. All five returned samples were visually inspected for damages and failed the inspection. The photos depicted several tubes with cracked or broken bottoms that leaked blood. Additionally, ten retained samples were visually inspected for brittleness, with one of these failing. Furthermore, another 30 retained samples were visually inspected for damages, and none of these samples failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged/cracked. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there were cracked on the bottom of the tube body in 75 devices. No adverse impact was reported regarding the patient or user.